Event description:
It was reported an occlusion alarm occurred. Additionally, customer's blood glucose was displayed "high" and tested positive for ketones at home. A correction bolus was delivered to address bg. Reverted to mdi for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.